Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after playing in the snow and washing off their pump. The customer's blood glucose level was not impacted. The customer cleared the alarm and resumed insulin delivery.